Manufacturer narrative:
(B)(4). Batch # p5535g. The analysis results found that the ats45 device was returned with no apparent damage and with no reload present on the device. In addition nineteen tr45w, sterile cartridges and seven 6r45b sterile cartridges were received, all the cartridges were tested with the returned device for functionality and they functioned as intended. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a gastric bypass procedure that the device misfire and none formed staples. The consultant had to use suture as staples weren¿t formed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # p5535g. MDR decision: serious injury. Upon review of the information provided, it was concluded that this event meets the FDA defined criteria for a serious injury. Additional information: the patient required a reoperation due to the device issue.